Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was admitted to the hospital with (B)(6) bacteremia, severe sepsis, and suspected endocarditis. It was also noted that vegetation was found on the patient's right ventricular (rv) lead and a large hematoma was found at the cardiac resynchronization therapy defibrillator (crt-d) implant site. The patient was treated with antibiotics and the crt-d system was explanted. After explant the patient continued to deteriorate and it was decided to pursue comfort care. The patient later passed away.